Event description:
Event description guidant received information that this implantable cardioverter defibrillator was explanted 5 years ago due to normal elective replacement indicator (eri), but was returned recently to guidant. Upon receipt, limited telemetry could be established with the device. Detailed analysis is currently underway to evaluate device performance. To date, there have been no reported patient symptoms associated with this clinical observation.